Event description:
As reported via the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, post deployment of the first edwards sapien valve there was moderate central leak and native left coronary leaflet overhang was noted. A second edwards sapien valve was deployed and resolved the event. According to the case summary, the first edwards sapien valve was placed 50:50 within the native annulus and was deployed during rapid pacing. The final position of the valve was noted to be in a 40:60 position. The left coronary leaflet was noted to be overhanging the valve frame. Moderate central ai was noted and a second edwards sapien valve was placed higher within the first valve. Trace central leak was noted post deployment of the second valve. The patient remained stable throughout the procedure and was transferred to the ICU in a stable condition.

Manufacturer narrative:
Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak, central leak and valve malposition requiring intervention. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, the exact cause of the reported event cannot be determined; however, in addition to procedural factors it was noted that there was over-hanging of the native left coronary leaflet. According to a technical summary compiled by the engineering team at edwards lifesciences, an overhanging leaflet can be a consequence of low final placement of the valve. The technical summary states that, the possibility of the native leaflets hanging over and covering the out flow of the sapien valve results in reduced coaptation of the sapien leaflets. The sapien leaflets are in a normally open position and require the back flow/ pressure generated during cardiac diastole to initiate leaflet closure. In this case it was reported that the first valve was deployed in a 40:60. By implanting a second valve higher within the first valve the central ai was resolved. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.